Event description:
It was reported that the patient's blood glucose (bg) levels reached 20.5 mmol/l (369 mg/dl) while wearing the pod between 25 and 36 hours on the abdomen. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.